Event description:
Dexcom g6 sensor inaccuracy: new sensor - 11:36am g6 reading 187, finger stick reading is 126. G6 sensor activated on (B)(6) 2023; inserted on (B)(6) 2023.

Event description:
Additional information received from reporter on 03-jan-2024, for mw5149739. Dexcom sensor inaccuracy: 9:31pm dexcom g6 reading 154 with straight arrow going down, finger stick reading is 196.

Event description:
Additional information received from reporter on 08-jan-2024, for mw5149739. Dexcom g6 sensor inaccuracy: 7:36pm g6 reading 135, finger stick reading is 167.